Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Based on the available information, this event is deemed a serious injury. It is reported that this incidence did not prolong patient's hospital stay. Final quality evaluation was performed on (B)(4) 2011 based on the following requirements. The lot number could not be obtained. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there are a total of 2 complaints of this type for this (B)(4) code. None of them were confirmed. There is no indication of complaint trend based on this review. In addition, no nonconformance of capas relating to the primary reason for contact for this (B)(4) were found in the nonconformance reporting system for the previous 12 months of case creation. In conclusion, based on the investigation conducted, this complaint is not confirmed. It is reported that clinician was to attach photo and fax to convatec a detail report of the case. To date, no additional patient/event details have been provided. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Product specialist states that clinician reported of an issue at her facility as follows: patient had fms signal inserted on (B)(6) 2011 for malabsorption. It is reported that there was a small hemorrhoid present prior to insertion. It is also reported that the product was discontinued on (B)(6) 2011 related to a rectal sore and eakin was applied to the affected area. Lastly, report indicates that product was in use for five (5) days before issue occurred.